Manufacturer narrative:
The 14fr esheath and commander delivery system were not returned to edwards lifesciences for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. Review of provided case imagery revealed mild vessel calcification and mild tortuosity. Minimum luminal diameter (mld) was less that 5.5mm in areas of the access vessels. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints for the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per IFU and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1, 2 cm. Note: in expectation of high friction, use short movements. During the manufacturing process, the esheath is visually inspected and tested several times throughout the process. The sheath shaft components undergo multiple 100% visual inspection under magnification. The esheath final assemblies undergo multiple 100% visual inspections by both manufacturing and quality. Additionally, after sterilization, sheath expansion testing was performed during product verification (pv) on finished devices from the work order under a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the complaints were not able to be confirmed due to the unavailability of the devices and applicable case imagery. Based on available information, no manufacturing nonconformities were identified. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Per the training manual, ¿push force [of sheath and delivery system] can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ a review of the case description/notes and imagery support that the patient¿s access vessels displayed ¿mild calcification,¿ ¿mild tortuosity¿ and that the patient had a minimum luminal diameter (mld) of < 5.5mm. ¿ the small vessel diameter (vessel should be =5.5mm per IFU for 14f) may lead to constricted entry of the delivery system and sheath insertion ¿ the presence of calcification can lead to interference when inserting the sheath tip in vasculature, or prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. ¿ the tortuosity in the patient¿s access vessels can create challenging pathways for delivery system and sheath insertion. Available information suggests patient factors (undersized vessel mld, calcification, tortuosity) may have contributed to the reported resistance encountered during the advancement of the delivery system and valve through the esheath. Procedural factors (manipulation of the devices), in addition to patient factors (undersized vessel mld, calcification, tortuosity) may have contributed to the iliac artery dissection and subsequent placement of a stent. A review of the manufacturing mitigations support that the sheath has proper inspections in place to detect issues related to the reported events. There is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified.

Manufacturer narrative:
Additional information: section h10: narrative text. Additional information received through the japanese tavi registry reporting system indicated post tavr procedure, a dissection from the right external iliac artery to the femoral artery was revealed on angiography. On postoperative day (pod) 1, a femoral artery endarterectomy was performed. At the time of the report, the patient¿s outcome was judged to be recovering. In this case, an iliac artery to femoral artery injury occurred. Procedural factors (device manipulation) and/or calcification of the access vessel that may have contributed to the complaint event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, a cutdown was performed to obtain access to the right femoral artery. Difficulties were encountered during the insertion of a 14fr esheath. Resistance was also encountered during the advancement of the 23mm sapien 3 and commander delivery system. The sapien 3 valve was deployed in the aortic annulus. After the esheath was withdrawn, a dissection in the iliac artery was observed. A stent was placed at the dissection site. The access vessel minimum luminal diameter (mld) measured 5.4 mm. There was mild calcification and tortuosity in the access vessel. The device was discarded at the hospital and is not available for evaluation.